Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined the event was due to incorrect rinsing of the reagent probes. He adjusted the reagent probes and rinse levels; checked the sample probe; repaired the jammed probe in the rinse unit; and readjusted the gear pump pressure. He performed hardware, precision checks, and test runs with acceptable results. He verified the module was again performing according to specifications. The investigation determined the event was consistent with a hardware-related issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine result from one patient sample tested on the cobas 8000 cobas c 701 module. The initial result was 1.32 mg/dl. The repeat result was 0.95 mg/dl. The initial result was questioned and deemed implausible, prompting the patient sample rerun.